Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the proximal stabilizer was broken and bent at approximately 7cm from the strain relief. The delivery catheter was kinked/bent near the strain relief with procedural fluids present on the stent. During the functional inspection the catheter was flushed, and blood exited. The stabilizer was advanced in the catheter with some difficulty due to the damaged noted to the stabilizer and the stent was deployed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. As per the additional information the anatomy was moderately tortuous so the stent was difficult to be deployed. The device was returned and the damage noted to the device is indicative of the reported event. It is probable that the device was damaged during advancement through the tortuous anatomy, causing the reported event. An assignable cause of procedural factors will be assigned to the event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The stent was returned for analysis and it was discovered that the proximal stabilizer was broken and bent at approximately 7cm from the strain relief. The delivery catheter was kinked and bent near the strain relief. The physician replaced with a new device and the procedure was completed successfully without clinical consequences to the patient.